Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. D4: batch # 423a92. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Further analysis of the device, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 423a92, and no non-conformances were identified.

Event description:
It was reported that the dr used the pve35a for renal transplant procedure. The first firing was on renal artery, it was fine. The second firing was on renal vein but it was not successfully stapler and cut. The renal vein was migrated /slipped laterally from the proximal to the distal end of the anvil jaw. Surgeon open the jaw to inspect the stapler line but found out the renal vein was not cut and stapler. Inspected the cartridge found it has already stapled.

Manufacturer narrative:
(B)(4). Date sent: 5/4/2023. D4: batch # unk. Investigation summary: this is an analysis of a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows tissue manipulation and a device with a reload loaded is showed. At the 00:07 mark the device is placed and closed over tissue. At the 00:09 mark the device is firing and at the 00:15 mark and the device is removed of the tissue and staple line and cut line were as expected. At the 00:40 mark a device is introduced with a reload loaded, at the 00:45 mark the device is placed and closed over tissue. At the 00:48 mark the device is firing and tissue is pushed forward by the knife during firing. At the 00:15 and the device is removed of the tissue and bleeding is observed. At the 1:56 and 2:08 marks clips were placed on the tissue. At the 2:017 mark a surgical instrument is introduced and cut the tissue and significant bleeding is observed. Please note that holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number v95n18, and no non-conformances were identified.